Event description:
It was reported that the ilet user twice dislodged the infusion site from the needle during back-to-back supply changes, consistent with an infusion set deployed incorrectly, and no alerts or alarms occurred. There we no reported symptoms or clinical effects. Outcomes included no reported impact such as hospitalization or medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed user handling issues related to site insertion or connection as the most plausible factor. It was concluded, based on previously established findings for similar reports, that the cause was user technique.